Event description:
It was reported that during a da vinci s hysterectomy procedure, the surgeon complained that the megasuturecut needle drive instrument was not working at its best. The megasuturecut needle drive instrument was removed and upon inspection it was noted that the cables on the instrument were twisted. The planned surgical procedure was completed with an instrument of a different type. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the grip cable was derailed and frayed at the distal idler pulley. The frayed cable sections are in various lengths sticking out at the wrist. The idler pulley rim and face also exhibited damage. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.